Manufacturer narrative:
B4:13may2021. The field service engineer (fse) replaced the blower assembly. The fse reported that the fan is working and the filter is clean. Unit passed all tests successfully. The unit was returned to service.

Manufacturer narrative:
The blower assembly was returned for failure investigation. Customer complaint verified. Blower fails temperature reporting test using both versions of the mc board.

Manufacturer narrative:
The customer reported that the unit was not in use on a patient.

Event description:
The customer reported that the unit failed with a blower temperature high error. The customer reported that the unit was not in use on a patient. The customer contacted product support and requested service repair.